Manufacturer narrative:
The customer was sent a replacement for the ise kit.

Event description:
Customer contacted beckman coulter inc., (bci) stating that they found an ise kit carton wet outside, but in good condition. No injury was reported on this issue.